Event description:
During a standard pci procedure, an attempt was made to put a penta stent in the coronary vessel. The stent appeared to be incorrectly fixed on the stent delivery system (sds); therefore, the stent delivery system was removed. The re-crimping of the stent was unsuccessful. This MDR is being filed based on the results of the returned goods investigation which revealed a distal shaft separation.